Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the catheter was broken. A 2.50mm rotapro-pi was selected for use. During procedure, it was noted that the tip of catheter was broken, then the burr cannot go forward. The procedure was completed with another of the same device. There were no patient complications.